Event description:
It was reported the patient had an infection with the pump and it was removed sometime in 2008. The pump was never replaced and the patient currently had no device. It was unknown what drug the pump was being used to deliver. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).